Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said their stimulation would sometimes go for awhile and then would stop. Pt said they do notice this happening in certain positions, therefore adaptive stimulation was reviewed and how to adjust the adaptive stimulation settings. Pt confirmed they understood.